Event description:
It was reported that two universal handpieces were being inspected by a company representative while training another company representative. An unknown number of an unknown model of tips were switched out while changing the power, irrigation, and suction settings in an effort to see what the system would do. The company representative reported that the handpieces were running warm. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that two universal handpieces were being inspected by a company representative while training another company representative. An unknown number of an unknown model of tips were switched out while changing the power, irrigation, and suction settings in an effort to see what the system would do. The company representative reported that the handpieces were running warm. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The customer comment of the o-ring missing and device warming up was confirmed. It was visually found during inspection the angle cover was damaged with a missing o-ring, and it was also found the dust cap was damaged. During communication with the sales representative, irrigation was not used, which based on the risk documents can cause the device to become warm. Based on trending and risk documentation, the o-ring can come out if it¿s not seated properly or due damage to the angle cover. The dust cap can become damaged through handling. The device was repaired and returned to the customer.